Event description:
It was reported that a balloon ruptured and detached requiring additional intervention. A 10 mm x 2.50 mm wolverine coronary cutting balloon was advanced for treatment and burst when inflated at 10atm. When the device was removed, two blades and the balloon body remained in the vessel. An additional balloon and guidewire were advanced in an attempt to retrieve the device fragments. Follow-up fluoroscopy showed no clear visualization of the retained device. However, no clear balloon body was observed to have exited the body. Whole-body imaging post-procedure also failed to detect any remnants. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon ruptured and detached requiring additional intervention. A 10 mm x 2.50 mm wolverine coronary cutting balloon was advanced for treatment and burst when inflated at 10 atm. When the device was removed, two blades and the balloon body remained in the vessel. An additional balloon and guidewire were advanced in an attempt to retrieve the device fragments. Follow-up fluoroscopy showed no clear visualization of the retained device. However, no clear balloon body was observed to have exited the body. Whole-body imaging post-procedure also failed to detect any remnants. The patient condition following procedure was stable. It was further reported that the 70% stenosed target lesion was located in the mildly calcified proximal left anterior descending artery. The balloon ruptured during first inflation for 3 seconds and was removal was attempted using a boston scientific balloon and non-boston scientific guidewire.